Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system generated an erroneous troponin I (accutni) result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported the sample was retested and the result was amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the bearings within the wash carousel of the instrument. The fse also replaced the instrument aspirate probes. A high sensitivity system check and a system check passed within specifications after the repairs. Quality control performed within established ranges after the repairs were complete.

Manufacturer narrative:
Reagents used in conjunction with access 2 immunoassay system: catalog no.: 33340, brand name: access accutni, 2 x 50 tests.